Event description:
It was reported that approx. 67 months after the implantation, oversensing with artifacts was noted. The patient was hospitalized though he was asymptomatic and had no immediate side effects. The tachycardia therapy was deactivated. The lead was explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The analysis of the provided data revealed artifacts on the rv and av farfield channel as mentioned in the complaint description. The provided x-ray images did not reveal any findings explaining the observed artifacts. Should additional information or the device itself become available for analysis, the investigation will be updated.